Manufacturer narrative:
Since the device was not returned and the lot number was not known, a complete investigation could not be performed. No conclusion can be made.

Event description:
Following a shoulder arthroscopy procedure, it was reported the pt had sustained a third degree post surgical burn approx 7 to 15 cm in size appearing as a straight line inside the arm of pt near axilla. The pt was referred to the wound care center for treatment. The ablation set point used in the procedure was not known. It was not known if the suction line of the wand was attached to hospital vacuum.